Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl with an unknown cause. Bg was treated with juice and a glucose tablet.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: "lowest blood glucose (bg) entered into the pump by the user was 61 mg/dl and continuous glucose monitor was not in use from (B)(6)2019 to (B)(6)2019. User made bolus requests without entering current bg and while still having insulin on board (iob). Cartridge change sequence, including fill tubing step, was completed twice on (B)(6)2019 and three times on (B)(6)2019. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure."